Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was admitted into the hospital on (B)(4) 2014 for a fever due to a driveline infection ((B)(6)) and suspected pneumonia, which progressed rapidly to septic shock with respiratory failure and renal failure. The patient and family declined aggressive interventions including intubation or CPR, and opted for cessation of renal replacement therapy, which expectedly led to him expiring on (B)(6) 2014. It was also reported that the lvad was functioning as intended prior to the patient's death.

Manufacturer narrative:
The pump was not returned. It was reported that the lvad was functioning as intended. A correlation between the device and the patient¿s outcome could not be conclusively determined. The instructions for use lists driveline infection, sepsis, respiratory failure and renal failure as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.